Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse inspected the instrument and noticed bubbles were present during sample dispense. The fse determined the two (2) ise (ion selective electrode) buffer valves on cell 1 malfunctioned. The fse replaced the buffer valves which resolved the issue. The fse performed system verification successfully without further issues. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on cell 1 of their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.